Event description:
It was reported that this patient received an inappropriate shock from their subcutaneous implantable cardioverter defibrillator (s-ICD) due to oversensing. No changes have been made and the s-ICD remains in service. No adverse patient effects were reported.